Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out of range pace impedance measurements (greater than 2000 ohms). The lead was determined to be dislodged. There was no capture or sensing due to the dislodgement. An invasive procedure was performed to cap the lead and explant the device. Both products were replaced. No adverse patient effects were reported.